Event description:
It was reported that the patient was diagnosed with an allergy to the pod adhesive on (B)(6) 2025. The pod was worn between 25 and 36 hours. The patient experienced redness and itching at the pod site (abdomen). The patient scratched the site, which resulted in bleeding. The same symptoms were reported against several pods ((B)(4)), which prompted the patient's parent to seek medical attention for the patient's skin reaction. A new pod was applied, and it was reported that the allergic reaction persisted. The patient was treated at helios klinikum krefeld, lutherstr. 40, 47805 krefeld, germany. Another medical appointment was made for the reported allergy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(6) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(6) and eo residual levels in compliance with (B)(6). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(6) and sterility per (B)(6) prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
On 6 january 2026, the complainant informed insulet that the reported device lot and serial number were incorrect. No corrected lot or serial number were provided. Section d4 has been updated accordingly.